Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/18/2020. A manufacturing record evaluation was performed for the finished device lot number plbcdmq0, and no non-conformances were identified. Additional h3 investigation summary: a picture was received for analysis. Upon to visual inspection of the picture, a bag with a folder and two sutures piece with the ends damaged could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the sutures broke since device was not returned for analysis. Additional information was requested and the following was obtained: suture broke while tying notes in a cesarean section procedure ( what is the name of hospital) and what happened to the patient? (B)(6) hospital, the surgery was completed successfully and the patient is fine. Was surgery delayed due to the reported event? They opened another suture which supposedly increased the or time by a few minutes. Was procedure successfully completed? Yes, they opened new vicryl ampoules if yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Please clarify and confirm lot: plbcdmq0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. Please clarify how the procedure was completed. Please clarify and confirm lot number.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.